Manufacturer narrative:
The device will not be returned. Product history record review is pending.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 135 cm. Palmaz genesis 8 x 24 stent delivery system (sds) was entering the patient's body to release, and during the radiography process, it was found the stent had broken away. After withdrawing the product, it was found that the product was fully broken. There was no patient injury reported. The product cannot be returned for analysis. Additional information has been received. There were no pieces left in the patient. The pieces were retrieved from the patient using machines. The stent had fallen off the device,was bent, and broken into about 5-6 pieces. There was no other product issue noted either at the account or after the procedure. The procedure was completed using other brand products. There was no reported injury. The vessel was slightly calcified. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no tortuosity encountered during advancement of the device or during manipulation, and no reported difficulty encountered during advancement of the device. There was no resistance/friction with other devices.

Manufacturer narrative:
The 135 cm. Palmaz genesis 8 x 24 stent delivery system (sds) was entering the patient's body to release, and during the radiography process, it was found the stent had broken away. After withdrawing the product, it was found that the product was fully broken. The vessel was slightly calcified. There was no patient injury reported. There were no pieces left in the patient. The pieces were retrieved from the patient using machines. The stent had fallen off the device, was bent, and had broken into about 5-6 pieces. There was no other product issue noted either at the account or after the procedure. The procedure was completed using other brand products. There was no reported injury. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no tortuosity encountered during advancement of the device or during manipulation, and no reported difficulty encountered during advancement of the device. There was no resistance/friction with other devices.   The product was not returned for analysis. A device history record (DHR) review of lot 17250795 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿stent dislodged - in patient¿ and ¿stent fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or shipping and handling factors may have contributed to the reported event. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system.  To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.